Manufacturer narrative:
Pr 13573664 follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. The product was visually inspected, no damage was observed that could have contributed to the reported leak. Functional testing was performed and no leakage was observed. Product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. As lot information for this incident was not available, a device history review could not be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. It is important to use the m12 assembly fixture in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.

Event description:
Event details: it was reported that during preparation of anticancer drug, leakage was observed during use. Protector was connected with assembly fixture, but leaked out during drug collection. Leakage was confirmed during preparation of roseus.

Manufacturer narrative:
510k is na because the material number is only sold in (B)(6). Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.